Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four devices opened by the account. The visual inspection of the sample noted four sutures and four needles. The sutures were received with the loop opened. Upon microscopic inspection, evidence of material transfer was observed at all four weld sites. Unfortunately, as no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the thread of suture broke. There was no patient injury.